Event description:
It was reported that the agiltrac was used to treat an occluded a-v fistula (dialysis graft) in the arm. The balloon was inflated to an unknown pressure, but it was higher than 18 atm (contrary to IFU), until the balloon ruptured. When the device was removed from the patient, it was noted that the distal two-thirds of the balloon, including some balloon material and the shaft, was left inside the patient. No efforts were or will be made to retrieve the separated piece.